Manufacturer narrative:
Manufacturer's investigation conclusion: the customer reported that their system monitor was intermittently turning off. The details of the issue were not reported the customer was going to monitor the issue and the unit would be returned for evaluation if it occurred again. The customer kept the unit in use; no product was returned for evaluation. The cause of the system monitor issue was not determined in this investigation. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module), heartmate 3 lvas IFU (rev c p.4-3 - system monitor) and heartmate ii lvas IFU (rev h p.4-3 ¿ system monitor). The system monitor (pn: 101214) was built in jun 2010. The packaged system monitor (pn: 1286a) was placed into inventory on jun 22, 2010. The unit was shipped to a customer on aug 2, 2010. The software on the unit was upgraded to ver 7.32 on may 4, 2017. The unit was last serviced on may 14, 2020. The main pcba was changed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the monitor repeatedly shut off. The unit was returned to use and if the issue recurred it would be sent for analysis.